Event description:
While giving a local infiltration at the site of tooth #3 (for a filling), the suspect medical device broke at the hub and could not be retrieved from the pt's cheek tissue. The pt had to have needle surgically removed. Outcome was favorable.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the devices leaked. Bmi43, usage co2 300 liter. A total of four devices leaked. It looked like the 12mm devices also were leaking when a smaller 5mm instrument was in the device. Even when they were not using, you could hear the co2 coming out. Stickers on the devices, gauze around the trocars, and rotation of the trocars had a little effect but the leakage still continued. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Devices (a) and (b) were returned with gauze around the universal seal and sleeve. Once the gauze was removed, the devices were functionally leak tested and passed. The devices were fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.